Manufacturer narrative:
The reported viperwire guide wire was returned for analysis. The viperwire was fractured, and the distal section was not returned. Scanning electron microscopy analysis of the fracture location showed rotational surface damage and evidence of fatigue and ductile torsional forces. It is hypothesized that the guidewire fractured due to excessive wear and fatigue from spinning under axial compression within the vessel which reduces clearance between the driveshaft and guide wire. However, this was unable to be conclusively confirmed, and the root cause of the fracture was undetermined. At the conclusion of the device analysis, the reported viperwire fracture was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Patient age was reported to be within 70-90 years. An additional complication during the procedure has been reported in 3004742232-2021-00308. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device and viperwire guide wire were selected for a high risk percutaneous coronary intervention (chip) treatment in the highly calcified, 99% stenosed ostial circumflex lesion. The vessel was highly tortuous and approximately 4.0mm in diameter. The lesion was wired with a non-csi guide wire, a wire exchange was performed, and the oad was advanced to the proximal edge of the lesion using glideassist mode. Three treatments on low speed were performed. On the fourth treatment pass, imaging showed that the viperwire had fractured. Multiple attempts were made to remove the fragment, but they were unsuccessful. The patient was not a candidate for surgery, and a series of stents were placed to stent the fragment to the vessel wall. Residual stenosis was less than 10%. The patient was stable, and, following the procedure, their pre-procedure status had improved.